Manufacturer narrative:
Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to reproduce the reported malfunction. The device worked according the specification. The unit was removed from the site and returned to livanova (B)(4) for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the s5 gas blender system displayed an error message during a procedure. The user repeatedly muted the alarm through the case until it could be completed. There was no report of patient injury.

Manufacturer narrative:
The device was returned to livanova (B)(4) for further investigation. The problem could not be reproduced. During inspection no alarm was displayed. Subsequent functional verification testing was completed without further issues and the unit was returned to service.